Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of watertightness failure due to cable scratches, charged coupled device being covered with water and corrosion on the electrical contacts was attributed to a component failure. Dirt was also observed on the lens. However, a definitive root cause for this finding could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the camera head exhibited a watertightness failure due to cable scratches. The charged coupled device was covered with water, corrosion was present on the electrical contacts, and dirt was observed on the lens. There was no patient involvement.